Manufacturer narrative:
Integra has completed their internal investigation on august 11, 2017. Results: no samples were returned and no photos of the affected area were provided; therefore, the event (patient developed a rash) cannot be confirmed. DHR review; no device history record (DHR) review was possible since no lot number was provided. Complaints history; upon review of integra's complaint system from july 2015 - july 2017, a total of 28 complaints (including the one under evaluation) related to adverse reaction for biopatch product family. Ten (10) of these 28 complaints are related to children or babies, for which safety and effectiveness of the device has not been established as indicated in the IFU. This number of events is a low percentage (0.00007%) when compared to the amount of sponges produced in the timeframe evaluated. Also, the possibility of adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions is included as part of the IFU to which in the presence of such events it is recommended to discontinue the use of the device. Approximately 42,766,831 units have been released for distribution from july 2015 to july 2017, resulting in a complaint occurrence rate of approximately 0.00007%. This was determined by dividing the number of complaints' units in this category (29 ¿one complaint reported 2 units) by the number of released units for distribution (42,766,831) times 100 (%). Based on the severity of harm and likelihood of occurrence, the risk associated to the hazardous situation is deemed acceptable since the calculated complaint occurrence rate (0.00007%) is below 0.01% likelihood of occurrence. Conclusion: the reported condition ¿patient developed a rash¿ could not be confirmed. According to directions for use (previously listed), the skin should be prepared prior use and aseptic technique must be followed throughout the process. This is done following hospital protocol: many health facilities use agents like chloraprep for skin prep which should be allowed to air dry prior applying the biopatch. It is also important to change the dressing at a minimum of 7 days although changes will be needed more frequently with highly exuding wounds. It is unknown if the patient was a premature baby or health condition. The IFU warns: do not use biopatch on premature infants. Use of this product on premature infants has resulted in hypersensitivity reactions and necrosis of the skin. The safety and effectiveness of biopatch® has not been established in children under 16 years of age. It is also unknown if the patient was tested for chg sensitivity. Biopatch¿s IFU literature recognizes the possibility of adverse reactions: ¿adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately.¿

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported by the distributor that after an unknown procedure the patient developed a rash around the site where the biopatch was applied. It was unknown how long the biopatch had been applied before the rash appeared. The end user has treated the patient's rash with a PICC line, but no other information regarding treatment was available. No device will be returned. Additional information has been requested.